Event description:
It was reported that a bedside swan sensor check and recalibration was performed post left ventricular assist device (lvad) implant on (B)(6) 2026. The primary reason the swans ganz was placed was to not check the accuracy of the sensor. The merlin backend showed the baseline increased by 8.8 mmhg that required a new baseline code update.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.